Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure the 3d functionality of the system was no longer available. To resolve this issue the customer performed a power cycle. After the power cycle the system entered and remained in bypass mode. The analysis revealed that the loss of the 3d functionality was due to a problem with the potentiometer for the c-arm orbital rotation. The restart resolved the problem at hand but only the " bypass" operating mode was available. In "bypass" mode, only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. The "bypass" mode is a mitigation for different potential failure scenarios, so that a procedure can be aborted in a controlled manner if necessary. The investigation did not show a clear result as the problem was resolved after another power cycle and the system works as intended. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported no 3d or communication with the widescreen control unit. The procedure was stopped due to the failure. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.